Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched display window, cracked display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported on (B)(6) 2014, the insulin pump was dropped on the floor from a distance of a meter. The insulin pump had cracks on the display. No alarms occurred on the device. The drive support cap does not appear damaged. Customer's blood glucose was not provided. No further information reported.